Event description:
The second of two reports from the same facility. Cross reference with MFR # 3006697299-2011-00048 (B)(4). A cusa excel hand piece heated up to a point during use where it caused a minor burn. When the reporter was asked about whether it had burned the surgeon her words were that it left a "red mark." Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.